Manufacturer narrative:
A1 patient identifier - updated. A2 date of birth - updated. B5 describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was provided to bsc. (B)(4) was reported but was unable to be verified. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The valve of the faradrive steerable sheath clear was noted to be leaky. The procedure was completed successfully by using the original faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported a pressure bag was used for the irrigation of faradrive steerable sheath clear. A faradrive connect dilator, a non-boston scientific catheter and a farawave 31mm catheter were inserted into the faradrive steerable sheath clear. A constant leak from the faradrive steerable sheath clear was observed. No air was visualized in the patient.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The valve of the faradrive steerable sheath clear was noted to be leaky. The procedure was completed successfully by using the original faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was provided to bsc. (B)(4) was reported but was unable to be verified. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.